Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the insulin pump was over-delivering, there was a difference between sensor glucose and blood glucose values and also the customer received a calibration not accepted alert. Blood glucose value at the time of the event was 50 mg/dl. The customer was treated with a carbohydrate intake. The event involved product(s) mmt-7020a, mmt-332a, mmt-1880, mmt-242a. Troubleshooting was performed, the sensor glucose value was 50 mg/dl and blood glucose value was 100 mg/dl at the time of reported event, the difference was within the acceptable range. Troubleshooting was performed for low blood glucose event and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for the calibration not accepted alert as the customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-7020a. Mmt-332a was requested and the customer response was that the device will be returned. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. Mmt-242a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08705 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The pump history file lists one (1) bolus delivery on the event date, 5/24/2025, listed below: 05/24/2025 09:14:01.000 normal bolus delivered (220), bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) (25 u) bolus amount delivered: 250000 (25 u) please see below for the daily total of all insulin delivered on the event date, 5/24/2025: 05/25/2025 00:00:00.000 daily total (B)(4) (63). Daily total collection start time: 05/24/2025 00:00:00.000 daily total of all insulin delivered: (B)(4) (88.55 u) daily total of basal insulin delivered: (B)(4) (63.55 u) daily total of bolus insulin delivered: (B)(4) (25 u) there were no auto suspend events on the event date, 5/24/2025. There were no user suspend events on the event date, 5/24/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.